Event description:
It was reported that the patient experienced a high blood glucose event due to a bent cannula which was treated with a correction bolus via pump and multiple daily injections on (B)(6) 2026. The infusion set was inserted in the abdomen.

Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380